Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly the screen had an ink blot that blocked graphics and text. Customer's blood glucose level was 369mg/dl. Reportedly the customer continued to use the pump for insulin therapy.